Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. Patient's coumadin was held for 3 days based on the device result. No adverse event reported. Requested return of suspect system; however, the suspect strips have been depleted and discarded. A replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.